Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio flex meter was displaying an ¿apply sample¿ meter message when trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began around the end of (B)(6) 2017, however was unable to specify the date or time. The patient manages his diabetes with insulin (self-adjuster) and denied that he made any change to his usual diabetes management routine in response to the alleged product issue. He detailed that on an unknown date and time ¿around the end of (B)(6) 2017¿ he developed symptoms of ¿sweating, confusion and shaking¿ he detailed that he self-treated the symptoms with food and or drink, ate some sugar. The patient stated that he obtained a blood glucose result on another device however was unable to recall the result. At the time of troubleshooting, the cca noted, that the patient had not completed the correct testing steps, the patient did not wash their hands prior to testing. This was not the first time the product was being used. The correct testing steps were being used and after walking the patient through a retest the issue was resolved. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.